Event description:
It was reported that the products were found to be nonconforming with wrinkles in the sealing area. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: japan. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned product found creasing in the seal for (1) pouch. A dye test found the seal is conforming. Sterility has not been breached. As the product was determined to be acceptable per review of the inspection criteria, a complaint history review was not performed. This complaint cannot be confirmed as the product was found to be conforming. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.